Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported drainage connection crack, fluid leak and failure to advance issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a placement of chronic catheter using navarre universal drainage catheter. During the procedure the white junction before the drainage connection allegedly found cracked resulting in a failure to transcatherize using both amplatz and hydrophilic guides. Reportedly, the catheter was allegedly found leaking and it was impossible to pass an amplatz or hydrophilic guidewire through the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a placement of chronic catheter using navarre universal drainage catheter. During the procedure the white junction before the drainage connection allegedly found cracked resulting in a failure to transcatherize using both amplatz and hydrophilic guides. There was no reported patient injury.